Event description:
During our routine repair process, our technician discovered evidence that an internal component had emitted sparks.

Manufacturer narrative:
During our routine repair process, our technician discovered evidence that an internal component had emitted sparks. Our investigation revealed that a lead wire had broken near the terminal, briefly allowing a spark to escape. We also observed damage to other components and markings on the fabric foundation which indicated the unit had been folded during use, which is contrary to our warnings and instructions and indicated misuse on the part of the consumer. We concluded that a component had malfunctioned, and that the cause of this malfunction was misuse on the part of the consumer.